Event description:
(B)(4).

Manufacturer narrative:
A steris service technician inspected the table subject of the reported event, could not duplicate the event and found the table to be operating to specification. Per user facility maintenance personnel, the reported event could not be duplicated and the table has since been returned to service. The table is not under steris service contract and is maintained and serviced by hospital biomedical. The table subject of the reported event is 16 years old and exceeds its estimated useful life; steris recommended the table be replaced due to its age. User facility biomedical personnel reported that they believe the event was due to an improperly installed davinci robot. Steris has offered in-service training, however the user facility has not responded.